Manufacturer narrative:
Device remains implanted, not returned to manufacturer. (B)(4). Alleged issue with gelatin coating, incomplete and appeared to have holes in it. Method: process evaluation review of qc and manufacturing records. Method: manufacturing review: qc and manufacturing records retrieved and reviewed. Result: review of qc and manufacturing records show device was manufactured to specification. Conclusion: conclusion not yet available. Vascutek has contacted site for further information on event. Remains implanted.

Event description:
Gelatin coating appeared incomplete and appeared to have holes in it. Additional graft wrapped around the first implanted graft.

Manufacturer narrative:
(B)(4). Vascutek has tried on numerous occasions to contact the clinician directly and through sales reps (2nd nov, 20th nov, 17th dec & 21st dec) to obtain further information / clarification however no response has been received to date. No device is being returned therefore no further investigation can be carried out. Vascutek had previously reviewed qc and manufacturing records related to this batch and found that this batch was manufactured to specification. However due to lack of further information relating to the procedure, the precise nature of the defect, patient condition at time of event and no device being returned for investigation it was not possible to investigate further. This failure mode is captured within our risk management file (rmf) and does not represent either a new event or reach a trigger point for recalculation of risk levels. This risk is mitigated by 100% in-process testing of porosity of all grafts in a batch. Gelatin degradation testing is carried out before and after the end of 5 year prescribed shelf life thus confirming that the gelatin remains patent for the entire shelf life of the product. The risk level and controls remain unchanged as a result of this event. However, as limited details were available in support of the event description and the clinical effects to the patient are unknown, we will continue to track and trend for this failure mode and we will take appropriate action as necessary if informed of further similar events. (B)(4). On this basis vascutek now considers this complaint closed. However this issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action will be taken at that time.

Event description:
This report is being submitted as a final report to 9612515-2015-00029 initially submitted on 12/01/2015.